Event description:
The customer reported that the system has problems with the camera. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the power supply blew the 24v fuse. He replaced the amplifier power supply. The system operates as intended.